Event description:
The doctor ordered a bone reduction guide and surgical guide for the pt's mandible, but was unable to use either. The problem lay in the bone reduction guide, on which the "planges" were too long and didn't fit the stone model. The doctor spent 20 minutes during surgery trying to adjust the bone reduction guide to avoid damage to metal foramen. Because he could not get the bone reduction guide to fit, he did not use the surgical guide either. The surgery was freehanded instead.